Manufacturer narrative:
D10 concomitant medical product: egia60amt, egia60amt egia 60 artic med thick sulu (lot#p4k0916); sigpshell, sig power sigpshell control shell (lot#unknown); sigadaptstnd, sig power sigadaptstnd linear adapter (serial#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an ileocecal resection, used for common mouth closure (fourth firing) during functional end-to-end anastomosis, while performing intestinal resection, the firing stopped at about 35mm. Since the display was not checked, the surgeon thought that the firing was completed and released it. An additional resection was performed, and additional sutures were sutured with a stapler.